Event description:
The patient reported the following: I just did a sleep study and found out because of the way my teeth were aligned by your company, I now have severe obstructive sleep apnea. The position of my jaw through your alignment services has allowed my tongue to slip into place and stop my breathing hundreds of times a night. I have been to the ER with chest pain and low oxygen levels no less than 10 times in the past 3 months thinking I'm having a heart attack, had every expensive heart test possible, only to find out that your company has now caused a huge detriment to my health. Now my options are to find another orthodontist to align my teeth correctly or wear a CPAP for the rest of my life.

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms related to sleep apnea.